Event description:
A patient's meter kept giving them a not ok message. This issue was not resolved with troubleshooting. They did not have any symptoms. There was no medical intervention or treatment given. They also reported performing a precision test on the meter with blood glucose results of 217 mg/dl and 157 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No further information has been reported.